Event description:
It was reported that the endowrist prograsp forceps instrument has wires sticking out, and there was no patient involvement. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed both grip cables on one side of the proximal clevis are derailed at the distal idlers and the grip close cable is frayed. Engineering concluded that the cable may have derailed onto the pulley edge during articulation of the wrist, and became frayed. Engineering also observed the distal end of the main tube has material removed due to a combination of scratches and scraping. Tube has a 2 inch long scrape mark parallel to the tube axis. Based on the location and appearance of the scraping, the damage was most likely caused by a cannula accessory. There are also various deep scratches embedded within the scraped section. These scratches are not aligned with the tube axis. Based on the location and appearance of these deep scratches, the damage was most likely caused by instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.